Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Suspected cause was due to customer inadvertently delivering a manual bolus in addition to the automatic bolus delivered by the pump. The customer administered a glucagon injection to address bg. The customer was hospitalized and treated with intravenous saline, intravenous insulin, saline fluids, and insulin fluids. The customer was released from the hospital on 10/14/2020 with the issue resolved and no permanent damage. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.